Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent lysis of adhesions and repair of recurrent incisional hernia, on (B)(6) 2016. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 8/8/2022. It was reported that the patient experienced severe pain, obstruction and abdominal pain following the procedure.

Manufacturer narrative:
Date sent to the FDA: 3/14/2022. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.